Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). It was stated that the pt woke up on (B)(6) 2011, at 2:00am, and had a return of symptoms. She checked her pt programmer, which showed the device was in a por state. The reporter stated there is no known accident or incident related to this complaint, and the pt had not had any medical procedures. The pt was able to get stimulation restored. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.